Event description:
On 06-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following missed meal announcement. The user was transported to the hospital by ambulance where the user was diagnosed in hypoglycemia and treated with IV dextrose and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizures, loss of consciousness, cardiac arrest requiring resuscitation, and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment and life-threatening complications requiring emergency medical intervention and is consistent with the reported ems involvement, resuscitation, and treatment with IV dextrose. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date, and the ilet appropriately reduced and suspended insulin delivery in response to falling glucose levels. The user reported not announcing meals and inconsistent therapy interaction, including potential overtreatment of hypoglycemia, which may have contributed to glycemic variability and subsequent severe hypoglycemia. The user also has underlying renal failure, which may prolong insulin activity and contribute to hypoglycemia risk. Based on available information, the event was attributed to use-related factors and underlying patient condition, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.